Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing, a worn keypad overlay, scratched lcd lens, cracked battery door, and a bubbled dso seal. Review of the event history log was not applicable. An accuracy test was performed. Upon review, the reported problem was duplicated. It was determined that the expulsor was the root cause and replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.

Event description:
It was reported the device exhibited a failed volume test. During testing. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.